Manufacturer narrative:
Death was inadvertently selected on the previous report. The patient is still ongoing.

Manufacturer narrative:
Approximate age of device ¿ 3 days. A direct correlation between device and the reported bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a bronchoscopy on (B)(6) 2016 that showed carinal bleeding. The patient went back to the operating room (or) on (B)(6) 2016 for mediastinal exploration. During the exploration, a pinhole bleed was noted at the distal end of lima, likely caused by the lvad rubbing against it during coughing while on the ventilator. It was easily repaired with a prolene suture. The site of bleeding was said to be mediastinal. The patient was transfused with 7 units of packed red blood cells (prbcs) over a 24 hour period and a total of 4 units of frozen fresh plasma (ffp). The bleeding resolved on (B)(6) 2016. No additional information was provided.